Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 513 at the time of the incident and current blood glucose was 297 mg/dl. The customer¿s blood glucose above 250 mg/dl. The customer was treated with boluses of the pump. The customer allege pump was under delivering because blood sugars had been high ever since they started using the insulin pump. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.